Event description:
Mohammed, s., brookes, m. E., eldabe, s., eisenberg, e. Ziconotide for severe neuropathic pain in metastatic breast cancer. Journal of pain and palliative care pharmacotherapy. 2012;26(3):286-287. Doi: 10.3109/15360288.2012.703296. Summary: the role of ziconotide in managing severe, neuropathic cancer pain is described. This is illustrated by a case of a 63-year-old woman with breast cancer who had failed more conservative therapy but who responded to intrathecal ziconotide. Clinical efficacy and adverse effects of the drug are discussed. Commentaries on this case from the united kingdom are provided by pain specialists from spain and the netherlands. Reported event: when implanted with a cadd-micro extrernal pump and medtronic indura catheter, the patient developed infective cellulitis over the left loin 6 weeks post implant. Oral flucloxacillin was administered that successfully treated the infection. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event date was not provided; this date is based on the date of publication of the article (B)(4).